Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given testing and the CPAP measurements were too high at one of the output settings. The manometer was replaced to address this issue and the o2 therapy control needle valve was re-set. The cause of the issue was not definitely established.

Event description:
It was reported the oxygen output and gauge required calibration. No adverse effects reported.